Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Correction: the event reported under MFR. Report number 2124215-2025-67513 was sent in error. Additional information was received from the complainant on october 16, 2025, the reported event of stent coil detached occurred outside the patient. Therefore, this is considered non-reportable.

Event description:
It was reported that during the preparation, the stent was already broken when the packaging was opened just before use. The procedure was completed with another of the same device and there were no known patient complications reported. Note: additional information was received from the complainant on october 16, 2025, the reported event of stent coil detached occurred outside the patient. Therefore, this is considered non-reportable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the preparation, the stent was already broken when the packaging was opened just before use. The procedure was completed with another of the same device and there were no known patient complications reported.